Event description:
Customer reported the system is not taking pictures. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cable. System operates as intended.